Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons had to be pressed multiple times to respond. The customer¿s blood glucose level was unknown. Customer also reported cracks in casing in the corner and the bottom part was turning brown. The device will not be returned for analysis.